Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device would run smoothly but had water coming out with the air could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece connector shell was separated from the handpiece and was unable to perform functional test. It was determined that the connector shell was separated from the connector mount due to insufficient loctite. Failure caused by insufficient application of loctite. This is being addressed in a CAPA. The assignable root cause was determined to be due to device manufacturing. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device was running smoothly but had water coming out with the air. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.